Event description:
Customer reported the system booted up to an iris too large error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken collimator wire. System operates as intended.